Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an eopa 3d arterial cannula was used during a procedure and, towards the end of the case when de-cannulating, a small hole was noticed in the tip of the cannula with fluid leaking from a location other than the cannula end. The cannula was reported to have been used without incident during the procedure. No patient complications have been reported as a result of this event.